Manufacturer narrative:
(B)(4). Investigation results: an ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed by 150 mm with only the proximal crochet stitches intact. No issue was noted with the profile of the partially deployed stent or the delivery device. During the product analysis, the investigator was able to retract the deployment suture and fully deploy the stent without issue. Following deployment it was noted that the shaft was kinked at the position where the deployment ceased during the procedure. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.   A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal distal release covered stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stricture due to esophageal cancer. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician began deploying the ultraflex esophageal distal release covered stent; however, the deployment suture got suck and the stent would not release. The physician removed the stent and the delivery system from the patient. The procedure was completed with another ultraflex esophageal distal release covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.